Event description:
On (B)(6) 2010, a report from the (B)(6) hospital was received indicating a failure of a colleague machine that did not infuse an unknown medication to the patient. It is unknown what interventions were required. Reportedly, a patient death was reported (date unknown). The cause of the patient death is unknown. It is unknown if an autopsy was performed. It is unknown if the pump failure caused or contributed to the patient death. Reportedly, the facility was requested to provide further information and has indicated no further information is available for this event.

Manufacturer narrative:
(B)(4). The facility has indicated that no additional information is available regarding this event. As the product code for the device is unknown, a 510k number could not be identified.

Manufacturer narrative:
(B)(4). The device was not returned, therefore no evaluation was performed by baxter. A root cause cannot be identified by baxter as the device was not returned for evaluation. A trend review was conducted for all colleague pumps, us and outside us from (B)(6), 2010 to (B)(6), 2011 for the as reported condition of non-delivery and similar reports have been received. Baxter will continue to monitor similar reports to determine if further actions are required.